Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was defective, the cuff inflated on the only side. Lot number involved confirmed by picture. Additional information received on (B)(6) 2023. There was poor ventilation followed by a problem with the tube, leakage. The tube was changed on (B)(6) 2023. No report of patient involvement or injury.

Manufacturer narrative:
Other, other text: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.